Event description:
It was reported that the device could not be withdrawn. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left carotid artery. A 190cm filterwire ez was selected for use. During the procedure, it was noted that the filterwire failed to be retrieved inside the sheath and was simply pulled out with a delivery catheter. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.